Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/13/2024, it was reported by a sales representative via email that an ar-4030c-09 fastthread biocomposite interference screw broke during insertion. The case was completed by removing the screw, and additional fixation was placed. This was discovered during an acl reconstruction procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Event description:
Additional information received on 9/23/2024: the case was completed using another ar-4030c-09 fastthread biocomposite interference screw. The case was briefly delayed but not outside the realm of normalcy. It is unknown if additional anesthesia was used.